Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted due to an infection at the implant site. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient reportedly ceased use of the device due to developmental delays. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.the device was explanted on (B)(6), 2013. There are no plans to reimplant the patient with another device as of the date of this report.